Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The display central processing unit was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit went into a system reset after the device was powered on. There was no report of patient involvement.